Event description:
Caller reported blood glucose results of 245 mg/dl at 12:35 and hi, which on the system indicates a result in excess of 600 mg/dl, at 12:43 on inform system 1; 553 mg/dl at 12:53 on inform system 2. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when attempting to withdraw the guide-wire, it broke into two pieces and a fragment could not be extracted and remained in the vein. The general condition of patient was good.